Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for leak. It was reported that the clip delivery system (cds) packaging was opened and it was noted that the red cap was off and loose in the box. The device was prepped and it was noted to be leaking at the "o" ring on the lock lever. No troubleshooting was performed, as the physician was uncomfortable using the device. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported difficult leak/splash was confirmed via returned device analysis. The reported unstable luer cap, was not confirmed as it was able to be tightened. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents. It was reported that the device was received with the loose luer cap, when it should be received secured to the clip introducer (ci) luer; thus, the unstable luer cap appears to be related to a potential product issue. The investigation determined that the reported leak was likely related to user technique/procedural circumstances. The reported unstable luer cap appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.